Event description:
The complainant reported the aic experienced a purge disc/flag issues. When inserting purge cassette, the console was not reading purge disc while disc was in place and inserted correctly. The same purge cassette/disc was inserted in another aic with no issue. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. Device analysis: the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.